Manufacturer narrative:
Device has not been received.

Event description:
A report was received that the patient underwent an explant of the lead due to high impedances. The patient reported that the stimulation is no longer covering her pain. The patient is reportedly stable postoperatively.

Manufacturer narrative:
Sc-2316-50 (B)(4): the complaint was confirmed. The lead body was sharply kinked near the proximal end where two cables were fractured.

Event description:
A report was received that the patient underwent an explant of the lead due to high impedances. The patient reported that the stimulation is no longer covering her pain. The patient is reportedly stable postoperatively.